Event description:
End user called to complain that the device registers high on the calibration testing. This was confirmed from trouble-shooting by phone. The device was replaced and the defective one returned for investigation.